Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had "black" foreign matter in the gel. The following information was provided by the initial reporter: customer reports finding a black speck in the gel of the tube.

Manufacturer narrative:
Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fm (foreign matter) was observed. The fm could not be identified. Additionally, retention samples from bd inventory were visually inspected and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm (unknown). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had "black" foreign matter in the gel. The following information was provided by the initial reporter: customer reports finding a black speck in the gel of the tube.